Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of instrument grip cables/frayed ¿ distal to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was/was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, when instruments were being removed from the patient at the end of the procedure, the cover section of the monopolar curved scissors (mcs) instrument came off and a wire at the tip of the instrument was observed to be frayed. An x-ray was subsequently taken. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no injury to the patient as a result of the reported issue. Furthermore, the mcs tip cover accessory did not fall into the patient during the event and there was no observation of fragments falling from the device into the patient. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of a foreign object. The surgeon did not notice any issues with functionality of the mcs instrument during the surgical procedure. There was no difficulty noted in removal of the instrument and mcs tip cover accessory.